Event description:
Caller reported a malfunction on the pump with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and call back if the malfunction code recurs. The caller acknowledged and understood the instructions.